Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage. (Bathroom) test strip (B)(4). Note: manufacturer contacted customer on 12/21/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer initially reported complaint for e-3 error. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 150 mg/dl and 180 mg/dl using truemetrix meter. Customer stated the results were too high. The customer is also concerned with test results from meter memory of 153 and 144 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date at time of call is three weeks. The meter memory was reviewed for previous test result history: (B)(6). Customer called about e-3 error messages, obtained a results of 150 mg/dl fasting, customer states that results was too high, performed a second test and results were 180 mg/dl. Customer's expected range fasting is 90-110 mg. Customer states he is concerned that the results.